Event description:
During its post-market surveillance activities on 27-jan-2022, penumbra inc. Became aware of a journal article titled, "migration of nonfibered packing coils used to treat peripheral pseudoaneurysms: report of 3 cases" (gonzalez-araiza et al. 2019). This article reports three cases of penumbra coil migration into the lumens of adjacent viscera: two into the duodenum and one into the vagina. In the first case study, the physician used ruby coils and pod packing coils (pod pcs) to embolize the gastroduodenal artery (gda). During the procedure, loops of the first pod pc (15mm) herniated into the pseudoaneurysm; however, the gda was successfully embolized. A computed tomography scan (CT) performed four days post-procedure showed migration and uncoiling of the second pod pc (15mm). Abdominal radiograph taken one-month post-procedure revealed that the pod pc had spontaneously passed. While performing an esophagogastroduodenoscopy, the physician noticed a two-centimeter penumbra coil (unknown) fragment protruding from the duodenal lumen. Subsequently, endoscopic graspers were used to remove the penumbra coil fragment from the patient. The patient has been asymptomatic for more than one year. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2022-00063, 3005168196-2022-00065.